Event description:
It was reported that the I-blade came off into the patient while inserting the device through the trocar and was then retrieved during a hysterectomy. The case was completed with a second same device. No patient consequence.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the upper jaw detached and was returned with the device. Upon visual inspection no anomalies were observed with the I blade as reported in the event description. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.